Event description:
It was reported that "doctor put screw into cup cluster hole and screwed 2030 until seated and tip of screw drive snapped off into head of screw during surgery."

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.